Event description:
The customer reported "infuses too fast". There was no pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.